Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The information received indicated that the device subsequently malfunctioned and caused injuries and damages to the patient, including thrombosis requiring treatment, the extent of the treatment has not been provided. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicated the filter was implanted due to deep vein thrombosis. The device was implanted via the right common femoral vein with the tip placed below the level of the renal veins. The patient is reported to have experienced multiple episodes of pe approximately three years post implant. The ppf also indicated that there is clotting and occlusion of the inferior vena cava (ivc) and that the patient became aware of these events approximately five years after the device was implanted. The patient also experiences anxiety related to the device. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Blood clots, clotting, pe and ivc occlusion do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without post-procedural images available for review it is not possible to determine a relationship between the reported events and the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The device subsequently malfunctioned and caused injuries and damages to the patient, including thrombosis and treatment for this complication. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and treatment for thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a trapease filter on (B)(6) 2011 at (B)(6). The device subsequently malfunctioned and caused injuries and damages to the patient, including thrombosis and treatment for this complication. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.